Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm during prime non stop after the customer woke up and went for the breakfast. The customer blood glucose level was 113 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer was able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.